Event description:
Boston scientific crm received information that this dextrus right ventricular lead exhibited high thresholds and was suspected of having dislodged. In a revision procedure, the lead was explanted and successfully replaced by a new lead. No adverse patient effects were reported. Dates were provided by boston scientific. An event date was not given, therefore, we will use the explant date.